Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. The stylet/guidewire was kinked/buckled and there was blood on the distal conductor of the lead and it was not obstructed. The distal conductor of the lead was obstructed due to a stylet/guidewire stuck in the lumen. The connector pin of the lead became extrinsically damaged due to pulling/stretching/overstress. Visual summary analysis of the lead indicated damage at implant and stretching.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during an implant procedure, the helix would not extend. Another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.